Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter reverted to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at 9pm. The patient does not manage his diabetes with oral medication or insulin. In response to the alleged meter issue, the patient reportedly consumed less food/drink (in the morning) for the past two days and subsequently, five hours after the alleged issue occurred, the patient reportedly experienced blurry vision. The patient, however, denied receiving any form of treatment after the reported meter issue occurred. At the time of troubleshooting, the csr verified the alleged issue occurred after the subject meter¿s battery was replaced. The reported meter issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.